Event description:
On (B)(6) 2022 accelus was informed of a planned revision surgery on an unknown flarehawk implant. It was reported on (B)(6), 2022 that the surgery was being performed to remove the implant as it had migrated into the canal. Reportedly, the initial surgery was performed in 2017. No additional details were provided. Multiple attempts were made to acquire additional information however, a response was not forthcoming from the rep present during the case (sales rep works for a competitor). Should additional information become available at a later date a supplemental report will be filed.

Event description:
On (B)(6) 2022, accelus was informed of a revision surgery planned on (B)(6) 2022 to remove an unknown flarehawk implant. Reportedly, the initial surgery was performed in 2017. It was initially reported that the surgery was being performed to remove the implant as it had migrated into the canal. Multiple attempts were made to acquire additional information however, a response was not forthcoming from the rep present during the case (sales rep works for a competitor). No additional details were provided at that time, the initial MDR report was filed on 20-sep-2022. After submitting the MDR on 20-sep-2022, additional information was received. It was then reported that the implant was being removed due to non-fusion, and there were no alleged deficiencies with the implant itself. The purpose of this supplemental report is to redact the initial MDR submission as this adverse event was not caused by an accelus product.